Manufacturer narrative:
Please note that this medwatch is to un-report the previously submitted information. The cec minutes of (B)(4), 2011, received on (B)(4), 2011 were reviewed, adjudication status-final report. The committee has adjudicated the following for events occurring on (B)(6)2011: death, non-cardiac (cordis) - agree, mi (protocol definition) - disagree, mi (per arc) - disagree, late stent thrombosis (protocol definition) - disagree, possible stent thrombosis (arc) - disagree, death, non-cardiovascular (dapt) - agree. The committee previously reported mi and stent thrombosis and death related to device, the patient did experience a nstemi on (B)(6) 2011, repeat angiography revealed widely patent study stents but extensive cardiovascular disease not involving the study stents. Based on the adjudication and the repeat angiography the event of mi and stent thrombosis will be unreported and processed as non-complaints. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00081 and 3003742446-2011-00146.

Manufacturer narrative:
Additional information was received on (B)(6), 2011 as follows: the patient had a non st elevation myocardial infarction, resulting in death, approximately a year post index procedure. The cause of death was noted to be cardiac related. An autopsy was no performed and a death certificate was not collected. (B)(6). This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00081 and 3003742446-2011-00146. A (B)(6) old male from the (B)(4) experienced restenosis approximately nine months post implantation of a cypher stent. The adverse event form was completed to indicate that the patient had a non st elevation myocardial infarction, resulting in death approximately one year after the index procedure. The cause of death was noted to be cardiac related. The patient's medical history consists of angina, positive functional study for ischemia, previous CABG, hyperlipidemia, hypertension, history of cva / stroke and diabetes mellitus. The patient was enrolled in the (B)(4) with lesions in the distal right coronary artery and in the proximal circumflex. The distal right coronary artery was a type a and de novo. Pre-procedure stenosis was 90%. A 2.5 x 13mm cypher stent was implanted at 16atm. The proximal circumflex was described as type b1 and de novo. Pre-procedure stenosis was 70%. A 2.5 x 18mm cypher stent was implanted at 16atn. The patient was discharged 3 days post-procedure. Approximately nine months post index procedure the patient had an unscheduled visit on. The patient had unstable angina pectoris and a new lesion was found in the right posterior descending artery. The lesion was treated with a bare metal stent. Approximately a year after the index procedure, the patient died due to myocardial infarction. An autopsy was no performed and a death certificate was not collected. The products remain implanted in the patient and are thus not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Restenosis, myocardial infarction and death are known potential adverse events following stent implantation and are often associated with the progression of cardiovascular disease. Patients who are known to be at high-risk for restenosis include those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. Review of the information provided suggests that there are patient factors (specifically diabetes, extensive cad with CABG) that may have contributed to this patient¿s events and subsequent death. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Manufacturer narrative:
The following additional information was received: the adjudication agrees with the initial assessment of the patient dying of cardiac death related to an unknown vessel. The cec has now added an event of late stent thrombosis, based on the arc definition of an unexplained death occurring greater than 30 days after the index procedure without angiographic evidence indicating the presence or lack of thrombus. This event of thrombosis will be captured and processed accordingly. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00081 and 3003742446-2011-00146.

Manufacturer narrative:
The file was adjudicated and additional information was received as follows: the committee agrees with tl-percutaneous intervention-clinically driven. This event of restenosis of the distal rca on (B)(4), 2010 was not previously reported and will now be captured as restenosis and reported. Repeat angiography revealed an 80% stenosis in the ostial right pda, a 75% stenosis in the ostial cx extending to the distal lmca, a 90% lesion in the proximal 1st om, and 75% lesion in the 2nd om reported by the site in the catheterization report. On (B)(6) 2010 the patient underwent percutaneous treatment with placement of one bare-metal stent in the ostial right pda, placement of one bare-metal stent in the ostial cx extending to the distal lmca, balloon angioplasty in the 1st om and balloon angioplasty in the 2nd om. (B)(4). Additional information will be submitted upon 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00081 and 3003742446-2011-00146.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.

Manufacturer narrative:
A (B)(6) male from the cypress study experienced restenosis approximately nine months post implantation of a cypher stent. The adverse event form was completed to indicate that the patient had a non st elevation myocardial infarction, resulting in death approximately one year after the index procedure. The cause of death was noted to be cardiac related. The patient's medical history consists of angina, positive functional study for ischemia, previous CABG, hyperlipidemia, and hypertension, history of cva / stroke and diabetes mellitus. The patient was enrolled in the cypress study with lesions in the distal right coronary artery and in the proximal circumflex. The distal right coronary artery was a type a and de novo. Pre-procedure stenosis was 90%. A 2.5 x 13mm cypher stent was implanted at 16atm. The proximal circumflex was described as type b1 and de novo. Pre-procedure stenosis was 70%. A 2.5 x 18mm cypher stent was implanted at 16atn. The patient was discharged 3 days post-procedure. Approximately nine months post index procedure the patient had an unscheduled visit on. The patient had unstable angina pectoris and angiography revealed an 80% stenosis in the ostial right pda, a 75% stenosis in the ostial cx extending to the distal lmca, a 90% lesion in the proximal 1st om, and 75% lesion in the 2nd om reported by the site in the catheterization report. On (B)(6) 2010 the patient underwent percutaneous treatment with placement of one bare-metal stent in the ostial right pda, placement of one bare-metal stent in the ostial cx extending to the distal lmca, balloon angioplasty in the 1st om and balloon angioplasty in the 2nd om. Approximately a year after the index procedure, the patient died due to myocardial infarction. An autopsy was not performed and a death certificate was not collected. The products remain implanted in the patient and are thus not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Restenosis, myocardial infarction and death are known potential adverse events following stent implantation and are often associated with the progression of cardiovascular disease. Patients who are known to be at high-risk for restenosis include those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. Review of the information provided suggests that there are patient factors (specifically diabetes, extensive cad with CABG) that may have contributed to this patient's events and subsequent death. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00081 and 3003742446-2011-00146.

Event description:
Approximately nine months post index procedure, the patient had an unscheduled visit on. The patient had unstable angina pectoris and a new lesion was found in the right posterior descending artery. The lesion was treated with a bare metal stent. The patient was enrolled in the (B)(4) study with lesions in the distal right coronary artery and in the proximal circumflex. The distal right coronary artery was a type a and de novo. Pre-procedure stenosis was 90%. A 2.5 x 13mm cypher stent was implanted at 16atm. The proximal circumflex type b1 and de novo. Pre-procedure stenosis was 70%. A 2.5 x 18mm cypher stent was implanted at 16atm. The patient was discharged 3 days post-procedure.